Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a patient notifier. A remote transmission revealed that the device entered backup vvi. The device was successfully programmed back to normal. The patient was stable.